Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9309264, medical device expiration date: 2024-10-31, device manufacture date: 2019-11-05, medical device lot #: 9354907, medical device expiration date: 2024-11-30, device manufacture date: 2019-12-20. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign, black "dots" were found on the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip before use, and could not be removed. Lot#'s 9309264 and 9354907 were reported to have been involved in this event, but it is unknown how many occurrences happened within each. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: so I was sent a lot of syringes that are supposedly contaminated. We only found 1 that we are worried about. However a great many of the other syringes have a black dot or two dots on them. Not all from the same lot, not even all in a lot. The dot also is not in the same spot on all of them. Tried to remove from one of the syringes and it did not move.

Event description:
It was reported that foreign, black "dots" were found on the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip before use, and could not be removed. Lot#'s 9309264 and 9354907 were reported to have been involved in this event, but it is unknown how many occurrences happened within each. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: so I was sent a lot of syringes that are supposedly contaminated. We only found 1 that we are worried about. However a great many of the other syringes have a black dot or two dots on them. Not all from the same lot, not even all in a lot. The dot also is not in the same spot on all of them. Tried to remove from one of the syringes and it did not move.

Manufacturer narrative:
H.6. Investigation summary: two 3ml syringes in fully sealed blister packs from batch 9309264 (p/n 309657) were received and evaluated. No defects were observed on either syringe. The black dots next to the bd logo or grad lines are used to monitor the etchings on the print cylinder and are part of the printed scale marking image. These dots are there by design and are not defects. A printed image may have one, two or no dots that are printed along with the scale markings. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.